Event description:
The customer reported touch screen failure; unable to activate tabs along bottom of the display; attempted touch screen calibration. The customer reported there was no patient involvement.